Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the proglide device failed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.